Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot numbers and expiration dates were 74393501 with an expiration date of 31-may-2025 and 73284101 with an expiration date of 31-mar-2025. The results from (B)(6) 2024 were obtained using reagent lot 73284101. The results from (B)(6) 2024 were obtained using reagent lot 74393501. The customer's calibration and qc results were ok. There was no indication of a reagent issue. The sample was refrigerated until it was tested then warmed prior to the test. The sample was centrifuged for 5 minutes. The sample was visually inspected and looked ok. The provided information is ok. The customer's alarm trace showed a calibration error, ">cal 40>test" on (B)(6)2024. The field service representative was able to duplicate the customer's issue. He found the tubing was leaking and he replaced the gear pump head, replaced the sample probe, and performed a 6-month and a 3-year preventative maintenance kit. The customer ran calibrations and qc¿s with acceptable results. The field service representative also ran a precision test with acceptable results. After service, no issues were reported by the customer. The investigation is ongoing.

Event description:
There was an allegation of questionable albt2 tina-quant albumin gen.2 results for 1 patient sample on a cobas 8000 c 502 module. The initial result was 40.17 mg/dl with a (>test) data flag. The sample was automatically repeated with a dilution and the result was 59.5 mg/dl. On (B)(6) 2024 a new reagent lot was started and the patient's sample (from (B)(6) 2024) was pulled for a correlation test. The result was 39.22 mg/dl. The sample was repeated and the result was 39.2mg/dl. The sample was repeated on another (B)(6) analyzer using the same reagent lot used to obtain the results on (B)(6) 2024 and the result was 38.08 mg/dl. The results were reported outside of the laboratory. The repeated results, from (B)(6) 2024, were believed to be correct.